Event description:
During surgery to remove the bone flap, the auto-pilot screws came out with little or no resistance and without the use a screwdriver. There seemed to be little or no screw purchase. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary evaluation: evaluation of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded at the hosp.